Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during drain 1. The hp stated there was nothing unusual noted about the supplies and all bags were properly spiked and connected. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup and advised the hp to start over with new supplies. The hp confirmed to setup with new supplies. There was no patient injury or medical intervention reported. The tsr reviewed proper procedures per the user manual with the hp. No further information is available at this time.

Manufacturer narrative:
(B)(4). The sample was discarded. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). An engineering quality review was completed for this report of a system error 2240. The report was not confirmed due to a lack of sample. Based on the information obtained from baxter?s investigation, the root cause of the se 2240 was not determined. A batch review was not performed because the lot information was not known. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through renq-CAPA-(B)(4).